Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with failed battery test alarm on their insulin pump. The customer's blood glucose level at the time of incident was over 200mg/dl. Troubleshoot was conducted. The customer was advised to clean battery contacts. The customer will be sent replacement battery cap. The customer was advised to monitor the device and call back if issues persist.